Event description:
On 06/23/06, one of these devices with unknown lot # gave cryptic "db" error code and ceased functioning. I returned it to MFR 7/3/06. On 07/04/06 on another of these devices with lot "sf1513" gave same error code and ceased to function. I called MFR to report problem. I am concerned that the recurrent same error code on multiple devices may indicate a systemic product defect.